Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio reseated both the main keypad assembly as well as the system pcb/interface pcb flex cable assembly which resolved the reported issue. As a precaution, physio replaced the main keypad assembly as well as the system pcb/interface pcb flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.